Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-05307. (B)(4). It was reported that angina occurred. In (B)(6) 2014, the patient presented with unstable angina as well as objective evidence of ischemia and index procedure was performed. Target lesion #1 was located in the proximal left anterior descending (lad) artery extending into mid lad with 95% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00mm x 38mm study stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was located in the mid right coronary artery (rca) extending into distal rca with 90% stenosis and was 18mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50mm x 20mm study stent. Following post-dilatation, the residual stenosis was 0%. Two days later, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2016, the patient was diagnosed with angina and was hospitalized on the same day. Nine days later, the outcome of the event was considered to be recovered/resolved.